Manufacturer narrative:
Per further review, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient told purewick urine collection system would be easy to set up but patient was having difficulty. Liberator medical service representative walked patient through set up and advised to call back if they needed any additional assistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient told purewick urine collection system would be easy to set up but patient was having difficulty. Liberator medical service representative walked patient through set up and advised to call back if they needed any additional assistance.